Event description:
It was reported that the implant was removed a fracture of the implant.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown/not provided. Unique identifier (UDI) number unknown/not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). The reported device is located at tooth location #18 and has been implanted since october 5, 2012 (remains implanted). Complainant reported that the implant fractured and was removed. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.